Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis conducted in this investigation concluded that fretting and corrosion were observed on the modular neck taper. Sem analysis showed evidence of material loss at the distal regions of the taper. Corrosion was seen primarily on one side and along the edges of the taper. Through sem analysis, chromium-rich corrosion debris was observed on one of the taper surfaces. This is evident through elevated chromium and oxygen peaks, with a less elevated cobalt peak. A region without corrosion debris was analyzed for comparison. As expected, eds of this region revealed elevated peaks of both chromium and cobalt, with a less elevated oxygen peak. Titanium-rich metal transfer was also observed on this taper surface due to contact with the surfaces of the stem taper by the elevated titanium peak. Bone-ongrowth was observed on the surfaces of the stem and also damage near the taper. This damage can likely be attributed to instrument damage during the removal of the implants. Some metal transfer was observed on the femoral head. A clinical evaluation noted that based on the available information, the elevated metal ion levels, the observations in the intra-operative reports and the pain and discomfort experienced by the patient are consistent with a reaction to metal debris and the report of trunnionosis. At a follow up visit, an aspiration of fluid around the joints was sent for cultures. This did not produce any growth and was suspected to be a post-operative seroma. No further updates on the patient¿s current status have been provided. Our investigation indicated that the associated parts in this complaint were part of field action initiated in 2016. Corrective actions have been initiated. No additional actions are being taken at this time. If additional information is received in the future, this complaint will be reopened. We consider this investigation closed.

Event description:
It was reported a left hip revision was performed. During the procedure, the stem was revised, trochanteric osteotomy, claw plate with cables and a cemented constrained liner. Significant soft tissue destruction is noted and on inspection of the modular neck, ¿significant damage to the superior half of the modular taper consistent with galvanic and crevice corrosion¿ is documented.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation